Manufacturer narrative:
Related voluntary medwatch form received: mw5149158.

Event description:
It was reported that the right atrial (ra) lead was capped due to a product performance issue. No additional adverse patient effects were reported.